Event description:
It was reported that the bd micro-fine ultra¿ pen needle hub was deformed. The following information was provided by the initial reporter, translated from japanese to english: the needle hub was deformed. The user's verbatim report is that the drug solution did not come out smoothly in one product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The incorrect MFR was used to file supplemental 7044078, a new supplemental MDR 10211134 has been created to file MFR 9616656-2022-01275. The following fields have been updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 18nov2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle hub was deformed. The following information was provided by the initial reporter, translated from japanese to english: the needle hub was deformed. The user's verbatim report is that the drug solution did not come out smoothly in one product.